Event description:
During right knee acl reconstruction, dr. (B)(6) informed staff on the sterile field that a component of the flip cutter from the quad link implant system (ref# ar-1288qis-90, lot # 15307857) had fractured and separated intraoperatively. He was unable to retrieve the retained fragment at the time of the incident. Efforts were made for about 30 minutes to obtain the fragment from patient, with no success. Additional anesthesia was administered for this to happen. Following notification of the retained fragment, dr. (B)(6) obtained multiple intraoperative x-ray images, which confirmed visualization of the retained fragment. Images were captured and retained for documentation purposes. The retained foreign body was identified and documented via fluoroscopy prior to conclusion of the procedure. Patient was transferred to recovery hemodynamically stable.